Event description:
It was reported that the colonovideoscope had an oily substance on the objective lens and had reprocessing issues. The issues were found during an unspecified procedure. A delay equal to or greater than 30 minutes was reported, it did not cause any patient injury or adverse effect. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation based on the information provided by the field service engineer. Updated fields: h2, h3, h6, h11 the device was not returned to olympus for inspection but the reported failure was confirmed. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.